Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to be torn and leaking 0.19 inches from the nail head, causing corrosion, insufficient battery voltages and data loss. Without the device data it cannot be confirmed whether the device generated an alarm. It cannot be confirmed if the internally torn soft cannula contributed to the reported event.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod hazard alarm during wear.